Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The symptom was found to be caused by a connector, which was found not fully secured. The back flex was secured properly with the audio functioning as expected. Additional information: not audible alarm, connection issue).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.